Event description:
It was reported that the customer was hospitalized with high blood glucose of 455 mg/dl and diabetic ketoacidosis. Customer's symptoms included headache and nausea. She was treated with an insulin drip. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).please see medwatch report 2032227-2014-45297.